Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that it started to feel like it was not working, the patient had lost 10 lbs in the last month, and they had been having nausea. The patient was redirected to follow-up with a healthcare professional (hcp) to address their symptoms. Additional information was received from the patient. They stated in order to resolve the issues they were having, the ins was moved to their left side and placed in muscle and since then they¿ve had no problems. They also stated they had surgery on (B)(6) 2019 to replace the battery. No further patient complications were reported as a result of this event.